Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the exposed superior vena cava defibrillation coil was covered in medical adhesive. The exposed superior vena cava defibrillation coil became extrinsically distorted due to kinking/buckling. The exposed superior vena cava defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead got caught up in the introducer and the conductor coil was stretched. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.